Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid not related to alcl patient.

Event description:
Patient reported right side "textured implants and wants to have them replaced", have multiple symptoms such as arthritis, auto-immune disorder, inflammation, lump that started out under the arm but gradually went away, and some form of fluid not related to alcl, patient has cyst all over the body which contains fluid and was very weak, and just does not feel great. The device remains implanted.